Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 55 mg/dl and 189 mg/dl; 189 mg/dl, 101 mg/dl, and 86 mg/dl. Sets of readings were taken at different times. Reading of 189 mg/dl was taken only once - no duplication of reading. Prior to the readings above, the customer obtained a reading of 57 mg/dl and felt hypoglycemic symptoms of weakness and shakiness. Customer was able to self-treat with a soda pop, then began taking the readings above. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.